Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault was due to water damage in the pneumatic block. The device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed an error message (sf 218). This resulted in an audible alarm which notified the user of the fault. The device was not in use when the fault occurred; therefore, there was no patient involvement.